Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent excision of a foreign body and extraction of a bladder calculus on (B)(6) 2011.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, prolapse of vaginal wall, ovarian cyst and cystocele. It was reported that the patient had the concurrent procedures of a transvaginal hysterectomy, enterocele, bilateral salpingo-oophorectomy and urethropexy with cystoscopy performed during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, prolapse and cystocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary problems, bleeding, dyspareunia , burning sensation, bladder calculous, bladder scarring, erosion into the bladder and bladder infections. It was also reported that the patient experienced chronic pelvic pain, urinary tract infections, bladder calculus, dysuria and urge incontinence. The patient underwent open cystolithotomy, excision of transvaginal tape and extraction of bladder calculus attached to a stone on (B)(6) 2011 .no additional information was provided. (B)(4).